Event description:
The us complainant had an impella cp with sensor issues that prompted the pump to be explanted. The sensor and low flows prompted the explant and no pump replacement. The procedure completed without the support. Later in the benchtop analysis of the pump product the blade of the impeller was found to be broken.

Manufacturer narrative:
Because the fluoroscopic image of the pump was not returned, a definitive root cause of the fracture could not be determined. The failure mode will be monitored and trended.